Event description:
The customer reported that the sensor electrode broke off underneath his skin. The customer had no problem inserting the sensor, but once it was removed, the electrode remained in his skin. The customer stated that this has happened approx a dozen time in a two year period, and he has been given tetanus hots due to this. Advised to save any future broken electrodes, and return them for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.